Event description:
It was reported that varying high voltage lead impedance values were observed between routine follow ups. Lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.